Manufacturer narrative:
This event was originally reported under (B)(4), MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022, the review of files of this event type was completed. No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information: the patient was readmitted due to hemolysis from (B)(6) 2020. A blood test was done and laboratory test values were plasma free hemoglobin of 1.5 mg/dl, ldh of 1,013 u/l, and hematocrit of 32% (test date (B)(6) 2022). The patient did not have hyperbilirubinemia (total bilirubin levels were above 2 mg/dl). The cause of hemolysis was "unknown" but there was thought to be a link between hemolysis and the product.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event of hemolysis could not be conclusively determined through this investigation. Additionally, review of the submitted log file confirmed elevations in pump power associated with pulsatility index (pi) events; however, a direct cause for these findings could not be conclusively determined through this evaluation. The submitted log file contained data from day 1463 through day 1474, per the timestamp. Minor elevations in pump power and flow were observed. All of the elevated pump power values were associated with pi events. Despite the observed elevations in pump power, the system appeared to be operating as intended. No atypical alarms were captured and the pump operated at or above the low speed limit for the duration of the log file data. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until undergoing a pump exchange in (B)(6) 2021 due to suspected pump thrombosis (reference MFR#2916596-2021-01187). The heartmate ii lvas instructions for use (IFU) lists hemolysis as an adverse event that may be associated with the use of the heartmate ii lvas. This document also provides an explanation of each of the pump parameters, including pump power and pulsatility index. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event occurred at (B)(6) hospital. Manufacturer's investigation conclusion: a direct correlation between the device and the reported elevated lactate dehydrogenase (ldh) could not be determined through this evaluation. Moreover, review of the submitted system controller log file confirmed the reported elevations in pump power; however, a specific cause for the power elevations could not be determined through this evaluation. The submitted system controller log file contained data from day 1463, hour 5, minute 31 ¿ day 1474, hour 3, minute 40, per the timestamp. Pump power and estimated flow generally remained stable in the ranges of about 4.0-5.5 watts and 3.5-5.0 liters per minute (lpm), respectively; however, some intermittent elevations in pump power values over 7.0 watts were noted (peaking at 9.3 watts), which correlated with elevated estimated flow values peaking at 8.9 lpm. All of the elevated pump power values were associated with pulsatility index (pi) events. Despite the observed elevations in pump power, the system appeared to be operating as intended. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file data. The patient remains ongoing on (B)(6). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22jun2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), provides information regarding each of the pump parameters in section 13 "system monitor". Section 13.3.2 "low speed limit" provides an explanation of pi (suction) events. Section 17.1 "unique treatment issues" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 17.4 "anticoagulation therapy" outlines the recommended anticoagulation regimen for patients using the heartmate ii lvas. The heartmate ii lvas operating manual provides an explanation of each of the pump parameters (including power) in section 6.0 "explanation of parameters". This section explains that pump power is a direct measurement of motor voltage and current while estimated flow is a value that is calculated from power and speed; changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated. Section 8.3.3 "system performance monitoring, interpretation and response" addresses pulsatility index (pi) events as well as potential causes. In multiple sections, both the IFU and operating manual caution that no single parameter is a surrogate for monitoring the clinical status of the patient and the changes in all parameters should be considered when assessing a situation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with an elevated ldh (lactate dehydrogenase). The patient drank some water and the ldh level dropped but was unstable. It was reported that the pump power temporarily rose to 7 watts, the patient had no particular symptoms. After this, the pump power dropped and was stable. The patient's ldh level the next day was elevated with no symptoms. A log file was sent in for review which found elevated power and flows above normal parameters. It could have been caused by something building up on the pump rotor. It was recommended to monitor the patient's readings. It was reported that the patient was readmitted to the hospital on (B)(6) 2020. The cause for hemolysis was reported as unknown. It was reported that the ldh level peaked in the first week of (B)(6) and slowly decreased to around 600. The patient was asymptomatic. On (B)(6) 2020 an IV of heparin was started. An IV drip and drinking water were increased to adjust the pump speed from 8400 to 8600 rpm.